Event description:
On (B)(6) 2015, itc became aware of a complaint from a healthcare professional that a hemochron signature elite and pt/inr system reported results lower than expected. A patient receiving warfarin prophylaxis for atrial flutter had anticoagulation status evaluated at a hospital clinic. Therapeutic inr goal for this patient is 2.0 to 3.0. On (B)(6) 2015, the hemochron signature elite and pt/inr system reported fingerstick inrs of 1.0 and 0.9. Repeat testing using the laboratory reference method reported inr of 2.28, which was the expected result. There were no changes to warfarin dosage as the laboratory result was used to determine therapy. No adverse events were reported. Hemochron signature elite and pt/inr system successfully passed electronic and liquid quality control testing at the clinic before patient testing was done. Instrument malfunction is not suspected.

Manufacturer narrative:
This MDR submitted on (B)(6) 2015 references itc complaint number (B)(4). The serial number of the hemochron signature elite instrument used for patient testing was (B)(6). Method: process evaluation performed. No ncrs or anomalies related to the complaint were identified. Reserve sample tested from same lot, no failure detected. Result: no failure detected. Conclusion: unable to confirm complaint. In follow-up, the customer stated that they used 2 boxes of a new lot m4jpt090 with no recurrence of the problem. Customer has resumed the use of the lot j4jpt080 (the lot reported in this complaint) without any observance of discrepant inr values.